Event description:
It was reported that during an unk procedure, the trocar presented leakage. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.